Event description:
Target was informed that during a "tae" procedure, the physician inserted a pushable coil into a fastracker catheter but the coil got stuck. He removed the coil and catheter. He tried again with another fastracker catheter and a pushable coil but got the same results. The pt was not affected from this outcome. Upon inspection of the returned product on 4/9/98 it was discovered that the catheter was torn making this complaint a MDR.